Event description:
It was reported the pt received no stimulation sensation unless the pt pressed on the anchor site at the lead location. The stimulation disappeared when the pt released his finger. The pt had not fallen or done anything unusual to the site, it had started 40 minutes before he reported it. The pt was at home in good condition. The pt had an appointment scheduled at the clinic, the middle of 2008, but didn't show up for the appointment. Additional information has been requested from the hcp, but was not available as of the date of this report.